Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a blockage within the pump supplies. Customer suspected the blockage was within the cartridge, a full supply change was performed resolving the issue. Customer's blood glucose level was 220 mg/dl.